Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak and/or damage.

Event description:
Healthcare professional reported "left deflation" and "valve leak". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, white particle inside device and crack diaphragm. Leak test was performed, and found opening on anterior and posterior . A microscopic analysis was performed which identify, two opening striated in the posterior, anterior. And crack opening on diaphragm valve. Based on the device analysis, the final assessment is: two striated edge opening on anterior and posterior side assessed, as surgical damage. A crack on diaphragm valve, due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, "left deflation" and "valve leak". Device has been explanted.